Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2019-00632. It was reported the patient's leads migrated. Reportedly, reprogramming was attempted to no avail. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein the entire system was explanted and replaced with new devices. Effective therapy was restored postoperatively.